Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A patient's peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized for abdominal pain and potential peritonitis due to touch contamination. Follow-up medical records showed the patient's culture results were negative and the patient was administered 250 mg of levaquin, 125mg of cefepine and 1.5g of vancomycin.